Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during setup to report repeated error 23009. System logs confirm repeated occurrences of 23009 reported by the right master tool manipulator (mtmr) axis 1 console 1. Recommended exercising the arm and power cycling. The error reoccurred on power cycle. Recommended powering off and dis connecting console 1 to continue with the console 2 only. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulator (mtmr) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed and found to be installed onto a golden system where the error was triggered indicating fault on the axis 1 replicating the reported event. The mtmr was then installed onto a sftp where power up was found to be failing on the axis 1. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.